Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate but he was not able to duplicate the issue thus, no root cause could be determined. Functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling on both circuits during procedure. Both circuit were simultaneously activated. The temperature on the cardioplegia circuit could not reach the set temperature of 5 °c, and the patient side could not reach the set temperature of 4 °c. Therefore, the device has been replaced with another. There was no patient involvement.